Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient underwent a cardiac ablation procedure with cryo balloon with a pentaray nav high-density mapping eco catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that at the beginning of a cryo afib case, after going transseptal the possibility of a pericardial effusion was noticed as the patient's blood pressure began to drop. The pericardial effusion could not be seen on ultrasound. The procedure stopped. The caller reported that the medical intervention provided was a pericardiocentesis (chest tube) and 30 ml of fluid were removed. Patient will have a computed tomography (CT) scan done. The patient was reported to be in stable condition. A pentaray catheter and soundstar ultrasound catheter were in use. No bwi ablation catheters were used. The physician was uncertain about the causality of the event. The patient did not require extended hospitalization and had fully recovered. Although it is most probable that the event was caused during transseptal the involvement of the pentaray nav high-density mapping eco catheter cannot be excluded. A strong argument can be made that soundstar catheter could not have contributed to the event since if is typically not advanced to touch the myocardium. Therefore, the event will be conservatively reported under the pentaray nav high-density mapping eco catheter.